Event description:
It was reported that the pump triggered an altitude alarm, known as altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump, with the customer continuing to use the current pump as backup therapy. Technical support confirmed shipping details for a replacement pump and instructed the customer on how to return the problematic pump and set up the new one. The customer understood and acknowledged all instructions.